Event description:
It was reported that during a hernia repair procedure, after the clipping, the device jaw would not open. The jaw was eventually opened after a few approaches. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4): empty. Evaluation summary - the analysis results found that the el5ml device was received in good visual condition. When testing the device for functionality, it was noted to be empty and with the lockout mechanism activated. The event could not be confirmed, as the device was received empty and locked out. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.